Event description:
Patient called alleging high readings on the lfs meter. Pt compared their meter to the lab with 10 minutes of each other. Lfs meter read 345mg/dl and lab result read 180mg/dl. Between the tests there was no intervention that would be expected to change the blood glucose. This case is being reported as a strip malfunction, since control solution failed.